Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an alert indicating the pump was not charging successfully due to the power source. There was no reported impact to the customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.